Event description:
Gunther ivc filter placed in 2005 (exact date unknown) found to be fractured, with thin wire fragment still attached but moving freely in ivc. Removed filter with forceps in its entirety.